Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly and a battery out limit alarm. It was reported that the buttons were unresponsive. Customer¿s blood glucose was 10 mmol/l at the time of incident. No troubleshooting was performed. Insulin pump was being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump was monitored for several days. Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Unit was received with all operating currents within specification and passed unexpected restart error test and displacement test. Unit passed self-test. No unexpected battery power loss anomalies noted. Insulin pump was received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.